Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was due to long-life o2 sensor early depleted. Initiated an o2 cell replacement.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the customer reported that the o2 cell was replaced and unit is working fine again. Log file was reviewed by the technical support and nothing was found on the trending files. The assumption is that the additional spontaneous breathing was causing the issue. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the measured fio2 (fraction of inspired oxygen) was approximately 25% higher than the set value on the bellavista 1000 (set value 60, measured 85). It happened during patient use, and the end user replaced the ventilator. No harm occurred with this incident.